Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s spouse was reported via phone call that the customer had hyperglycemia. Blood glucose level of the customer was more than 400 mg/dl at the time of the incident. The customer was treated with the insulin pump. The customer declined troubleshooting for the hyperglycemia. The insulin pump will not be returned for the analysis.